Manufacturer narrative:
The patient remains ongoing on pump support. A direct correlation between the report of gastrointestinal bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for anemia after being seen in clinic. The patient had a hemoglobin level of 5.6 g/dl. It was reported that on (B)(6) 2016 the patient underwent a colonoscopy which was negative for bleeding. The patient also underwent a capsule endoscopy that showed non-bleeding arteriovenous malformations (avms) located in the small bowel. The patient was transfused 3 units of blood. The patient's inr goal was lowered from greater than 2.5 to 1.5-2.0. The patient was administered iron via IV and was discharged on (B)(6) 2016 with IV iron as an outpatient for 2 months. It was reported that the patient had no further issues.